Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high thresholds and high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms on the pacing system analyzer (psa) after the helix mechanism was deployed. The physician suspected either a fracture or perforation. Subsequently, the physician attempted to reposition the rv lead, however, the temporary pacing support lead dislodged. Resuscitation maneuvers were performed, and the patient was asystolic for more than seven minutes. The rv lead was removed and replaced with a non-boston scientific lead. The patient has been discharged from the hospital. No additional adverse patient effects were reported.